Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having difficulty using the bolus wizard feature on the insulin pump. Blood glucose level at the time of the call was 230 mg/dl. Customer also reported having a blood glucose level of 425 mg/dl during the call. The customer was advised as to how to correct the issue. The reservoir was not replaced or returned for analysis.